Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device. Multiple episodes of inappropriate automatic mode switch were noted. The noise was not reproducible in clinic. No intervention was performed. The patient was in stable condition.